Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech has error on 8015 bd unit serial # (B)(4). Case resolution: tech has 800.8000 come up on 8015 bd unit explain to tech the error come up because of unit get interrupt when running infuse, will need to reflash software on unit if flash fail try again if it continue to fail, next the logic board on unit will have to be replace. Tech thank me for my assist. (B)(4).